Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('continuous pains in pelvic area (sharp stabbing) / pains') in an adult female patient who had essure (batch no. A64636) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "she denied use of birth control following her essure placement procedure". The patient's medical history included premature rupture of membranes, antepartum from (B)(6) 2013 to (B)(6) 2013, breech delivery (delivered a baby girl) from (B)(6) 2013 to (B)(6) 2013, gastroenteritis from (B)(6) 2012 to (B)(6) 2013, viral upper respiratory tract infection from (B)(6) 2012 to (B)(6) 2013, multigravida, parity 5 (B)(6) 2001, (B)(6) 2002, (B)(6) 2013, (B)(6) 2009 and (B)(6) 2006)), preterm labor, early onset of delivery, non-smoker, gonorrhea, nasopharyngitis, chickenpox, colicky, rash maculo-papular, contact dermatitis, drug rash, wrist pain, hand pain, wrist pain and contusion. She was not allergic to nickel. She did not claim to experience hypersensitivity reaction to nickel or any other component of essure, and also denies a history of chest pain and vomiting and history of asthma. Previously administered products included for an unreported indication: pills. Concurrent conditions included overweight, breast feeding, numbness of upper extremities, carpal tunnel syndrome and stomach pain. Family history included thyroid disorder ((mother)) and stroke ((maternal grandmother)). In (B)(6) 2013, the patient experienced migraine ("severe migraines / migraines"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced genital haemorrhage ("heavy bleeding"), dysmenorrhoea ("severe menstrual pain / menstrual pain"), abdominal pain ("severe abdominal pain / abdominal pain"), back pain ("severe back pain / continuous pains in lower back (very achy)/back pain"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), arthralgia ("joint pain/joint pain") and depression ("occasional depression"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pain ("achy"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain lower ("severe cramping") and myalgia ("muscle aches"). The patient was treated with acetylsalicylic acid (aspirin), anilides, naproxen sodium (aleve), bilateral salpingectomy with extirpation of essure devices, heating pad, real time ointment, medication; otc meds, real time cream and real time ointment. Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, fatigue, weight fluctuation, migraine, pain, weight increased, depression, abdominal pain lower and myalgia outcome was unknown and the back pain and arthralgia had not resolved. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, depression, dysmenorrhoea, fatigue, genital haemorrhage, migraine, myalgia, pain, pelvic pain, weight fluctuation and weight increased to be related to essure. The reporter commented: there are a discrepancies between insertion dates. Back pain, pelvic pain and joints pain were treated with otc pain relievers-pills, creams and heat. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: impression: right and left fallopian tubes appear occluded. No abnormal filling defects in uterine cavity (per mr). On (B)(6) 2013, hysterosalpingogram test performed to confirm essure placement. Radiology report: using sterile technique the cervix was cannulated with a hysterosalpingogram catheter apparatus. Several ml of nonionic contrast were injected into the uterine cavity. There are essure tubal occlusion devices in place bilaterally. There was no sign of contrast extravasation from the right or left fallopian tube. There were no abnormal filling defects in the uterine cavity. Lot number: a64636 manufacture date: 2012-10 expiration date: 2015-10-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-dec-2020: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('continuous pains in pelvic area (sharp stabbing) / pains') in an adult female patient who had essure (batch no. :a64636) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance, "she denied use of birth control following her essure placement procedure." The patient's medical history included premature rupture of membranes, antepartum from (B)(6) 2013 to (B)(6) 2013, breech delivery (delivered a baby girl) from (B)(6) 2013 to (B)(6)2013, gastroenteritis from (B)(6) 2012 to (B)(6) 2013, viral upper respiratory tract infection from(B)(6) 2012 to (B)(6) 2013, multigravida, parity 5 (((B)(6) 2001, (B)(6) 2002, (B)(6) 2013, (B)(6) 2009 and (B)(6) 2006)), preterm labor, early onset of delivery, non-smoker, gonorrhea, nasopharyngitis, chickenpox, colicky, rash maculo-papular, contact dermatitis, drug rash, wrist pain, hand pain, wrist pain and contusion. She was not allergic to nickel. She did not claim to experience hypersensitivity reaction to nickel, or any other component of essure, and also denies a history of chest pain and vomiting and history of asthma. Previously administered products included for an unreported indication: pills. Concurrent conditions included overweight, breast feeding, numbness of upper extremities, carpal tunnel syndrome and stomach pain. Family history included thyroid disorder ((mother)) and stroke ((maternal grandmother)). In (B)(6) 2013, the patient experienced migraine ("severe migraines / migraines"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced genital haemorrhage ("heavy bleeding"), dysmenorrhoea ("severe menstrual pain / menstrual pain"), abdominal pain ("severe abdominal pain / abdominal pain"), back pain ("severe back pain / continuous pains in lower back (very achy)/back pain"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), arthralgia ("joint pain/joint pain") and depression ("occasional depression"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pain ("achy"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain lower ("severe cramping") and myalgia ("muscle aches"). The patient was treated with acetylsalicylic acid (aspirin), anilides, naproxen sodium (aleve), bilateral salpingectomy with extirpation of essure devices, heating pad, real time ointment, medication; otc meds, real time cream and real time ointment. Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, fatigue, weight fluctuation, migraine, pain, weight increased, depression, abdominal pain lower and myalgia outcome was unknown and the back pain, and arthralgia had not resolved. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, depression, dysmenorrhoea, fatigue, genital haemorrhage, migraine, myalgia, pain, pelvic pain, weight fluctuation and weight increased to be related to essure. The reporter commented: there are a discrepancies between insertion dates. Back pain, pelvic pain and joints pain were treated with otc pain relievers-pills, creams and heat. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.9 kg/sqm. Hysterosalpingogram: on (B)(6) 2013, impression: right and left fallopian tubes appear occluded. No abnormal filling defects in uterine cavity (per mr). On (B)(6) 2013, hysterosalpingogram test performed to confirm essure placement. Radiology report: using sterile technique the cervix was cannulated with a hysterosalpingogram catheter apparatus. Several ml of nonionic contrast were injected into the uterine cavity. There are essure tubal occlusion devices in place bilaterally. There was no sign of contrast extravasation from the right or left fallopian tube. There were no abnormal filling defects in the uterine cavity. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-dec-2020, medical record received, reporters information were added. Case became serious incident as removal was done. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.